Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). One sampled device was returned. The male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold is ¿d." The closed suction catheter was returned with the mating component used by the customer. The 15mm end of the flex connector was attached to the male insert of the dse. No resistance was felt until the leading edge of the flex connector contacted the flange of the male insert. The flex connector was rotated. The dse male insert rotated with the flex connector intermittently. Loose connection was observed. The device history record for the reported lot number, m7227t306, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 20-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 27-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving seven different patients. This is the second of seven reports. Refer to 8030647-2017-00184 for the first patient. Refer to 8030647-2017-00186 for the third patient. Refer to 8030647-2017-00187 for the fourth patient. Refer to 8030647-2017-00188 for the fifth patient. Refer to 8030647-2017-00189 for the sixth patient. Refer to 8030647-2017-00190 for the seventh patient. It was reported the flex connector was at the loose connection and fell off. There was no patient injury and no medical intervention required. Additional information received 26-dec-2017 stating all patient's were connected to ventilators. The clinicians were notified by nurse when the circuits and catheters were manipulated while the registered nurse was suctioning the patient(s).